Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a confirmed fingerstick blood glucose of 53 mg/dl after a usual lunch announcement and meal; the user attributed a possible cause to overcorrection by the system, and troubleshooting and education were provided. Symptoms included low blood glucose without loss of consciousness or other reported acute effects. Outcomes included self-treatment with oral carbohydrates and no need for assistance or professional medical intervention. Investigation included user interview, device-use review, and provision of education on low glucose management. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.